Event description:
The connection tube to the chathatore has a circular stop ( I guess this is what it is) to grasp while inserting. This protrusion is annoying to the skin as it scrapes and scratches the skin when attached. A smoother design would be more pleasant, as I do not see the need for such a large (protective) ring currently manufactured as part of the connection.